Event description:
It is reported that: the pt received a letter regarding the recall. He has had no post operative visits since the implant because he lives in a different state. The pt had x-rays taken in (B)(6) 2012, which he sent to his surgeon. The pt states that he occasionally experiences a burning sensation on the side of his right hip and a pulling sensation like a muscle pull in the groin area and the front of the hip. He is traveling from (B)(6) to (B)(6) for testing and follow-up with his surgeon on (B)(6) 2012.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.